Event description:
It was reported that the patient had sought medical treatment from their doctor due to hyperglycemia. The patient did not provide blood glucose levels. The patient was treated with a syringe injection of insulin. The patient also replaced the pod. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.